Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. B2. Date of death - the exact date of death is unknown at this time and so this field was populated with (B)(6) 2024, which is based on what was stated as: ¿the patient passed away at some point during the week of (B)(6) 2024.¿ d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient passed away two to three weeks after atrial fibrillation. It was reported that about two to three weeks after an afib case had completed, the patient passed away. There was no specific date of the procedure, nor a specific date of the patient's death was provided. The afib case had completed successfully at the time without any issues, and there were no immediate complications or abnormal readings, post-procedure. There was no "esophageal heating" during the procedure. The patient then came back to the hospital (unable to confirm when the patient returned) for "other problems." No details about what other issues the patient was experiencing at the time were provided. When the patient was at the hospital, post-procedure, the patient did not have any chest or throat pain. The type of injury or complication the patient had was not confirmed. The physician suspects that the injury may have been an esophageal fistula, because a type of strep bacteria (normally only found in the gut), was found in the patient's blood stream. The patient was then sent home on hospice. The patient passed away at some point during the week of (B)(6) 2024. The reporter could not provide or confirm the exact date of death. Despite no confirmation on how the patient died, the esophageal fistula is the suspected reason and therefore, this event is being reported conservatively.